Event description:
Two s670 stents were inserted in attempts to direct stent a lesion in the right coronary artery, however both stent delivery systems were unable to cross the target lesion. Therefore a 3.0mm diameter by 18mm length s670 rapid exchange stent delivery system was inserted. It also was not able to cross the target lesion, therefore, the stent delivery system was removed. The target lesion was then pre-dilated with a 2.5mm angioplasty balloon. The stent delivery system was then re-inserted into the pt. During the attempts to cross the lesion, the stent dislodged in the right coronary artery. There were no attempts to retrieve the undeployed stent. There is no add'l info available regarding this event and no add'l clinical sequelae reported related to the event. Direct stenting without pre-dilatation of the lesion, in addition to the device being removed and then re-inserted into the pt may have contributed to the event.